Event description:
It was reported by the customer that multiple users of pyxis medstation es system encountered challenges when attempting to select tests on the station. The customer indicated that there was a delay in the dispensing of medication, which subsequently affected patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple users were unable to select any tests on the station. A technical support specialist discovered that the care area for station ed had been disconnected by the user. The system functioned as intended after the technical support specialist troubleshooted the device.